Event description:
It was reported that the patient developed an apical pneumothorax that was related to the implant procedure. The patient received oxygen treatment. The system remains in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2014. A 6935m, implantable tachy lead: (B)(6), 2014. (B)(4).